Event description:
Technician alleged that the brake casters were not holding. No patient impact.

Manufacturer narrative:
Technician stated that the brake casters are just worn and need to be replaced. The technician replaced all brake casters to resolve the issue.